Event description:
It was reported that a pump showed force sensor error. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The case seal was dirty and there was no appearance of physical damaged on the pump. Event history log (ehl) showed force sensor test error. Power up process, check and test force sensor were performed; and the reported problem was duplicated, unable to calibrate the force sensor, the plunger assembly was found with contamination. The root cause was deemed to be fluid ingression into the plunger head as a result of customer's improper use of the pump. Action(s) taken to mitigate the reported issue(s): replaced the whole plunger assembly, plunger tube and plunger cable, performed all functional tests which passed.